Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had sepsis and the pacemaker was at elective replacement indicator (eri). There was concern about replacing the device with the active infection, however it was noted the patient had complete heart block underlying and was pacemaker dependent thus replacement was highly recommended. While in the hospital, the field representative was experiencing difficulty testing with the surface as they were seeing telemetry noise. In order to resolve the telemetry noise the output in the atrium was programmed down. Boston scientific technical services (ts) advised that they could not guarantee how long the device will continue to pace and further recommended change out. The pacemaker was explanted four days later, however the leads remained in service. A new device was successfully implanted and no additional adverse patient effects were reported.